Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported failure to advance, stent dislodgement, foreign body in patient and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 60% - 70% stenosed and heavily calcified lesion in the right coronary artery. Pre-dilatation was performed with 3.0x20mm and 3.5x15mm trek balloon dilatation catheters. A 5.0x13mm ultra rx stent delivery system (sds) was advanced; however, failed to cross due to anatomy. The sds was being removed without resistance when the stent dislodged. A cine confirmed the stent was floating in the femoral artery of the leg. An attempt to retrieve the stent with the delivery system was made but it was unsuccessful. The stent was left in free floating downward. The patient is reported to be ok and there was a 30% flow improvement. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.